Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (2 mg/ml at 0.2 mg/day) via an implantable infusion pump. It was reported that a catheter revision was being done due to the catheter being kinked "due to placement by the doctor." The entire pump segment was removed and replaced. No patient symptoms were reported. No further complications were reported.